Event description:
Procedure: vats. According to the reporter: the device did not fire properly. Staples did not form properly and there was bleeding. The procedure was converted to an open procedure and the staple line was sutured manually.